Event description:
Non-union right at first metatarsal fusion was reported. After exposure, plate removed with screws. Bone was grafted and new mtp fusion plate was implanted. Broken plate, all screws removed intact. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for lot # 6564252 revealed the first mtp fusion plate was manufactured by synthes (B)(4). (B)(4). The product conformed to all requirements. (B)(4) parts were released to the warehouse on (B)(4) 2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.